Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system for this device indicated a potential device issue. The local boston scientific field representative was unaware of any further information related to this event. The device remains in service. There were no adverse patient effects reported.